Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements during implant due to dislodgement. The lead was repositioned but again dislodged. The lead was again repositioned but the patient started vomiting and choking. The procedure was stopped and a lead perforation was suspected but not confirmed. The lead was explanted but will not be returned for analysis.